Event description:
Spontaneous, remunity remote has occlusion alarm. Second time in last 2 days. No kinks in tubing. Last time, patient changed cassette and resumed infusing. Last changed infusion site 2 days ago. Recommended changing site due to timing. Called cnss (B)(6), and did 3 way call. Patient has trouble breathing now, oxygen saturation lower than normal. Cnss recommended using oxygen and changing infusion site as well. Patient to call cnss back directly after change. Tubing and product lot number and expiration dates unknown. No further information provided. Dose or amount: 39.76 ng/kg/min. Return tracking information not available. Photographs were not included. Set flow rate and volume delivered are unknown. Position of pump unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; is the actual device available for investigation? No; did we [MFR] replace the device? No; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.